Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the rv lead was replaced due to lead noise issue. The patient did well both during and after the surgery and there were no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to impedance anomaly. No further information was available.